Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 03 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to primary degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2017, the patient underwent a right knee revision due to instability. The surgeon indicated the tibial component and femoral components were not loose, though they were unstable. The surgeon did not indicate further regarding the instability, and both the tibial and femoral components were revised. He noted the patella was tracking nicely, and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2017 (rt knee).